Manufacturer narrative:
The field service representative replaced the ultrasonic mixer and the customer ran quality controls. The investigation is ongoing. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable calcium result for one patient from the cobas 8000 c702 module. The initial result was 12.4 mg/dl and was reported outside of the laboratory. The doctor asked that the sample be repeated. The repeat result on (B)(6) 2021 from another c702 module was 8.1 mg/dl. The reagent lot number was 519115. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.